Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein by inserting a 4f non-bsc introducer sheath. The 95% stenosed target lesion was located in a moderately tortuous and non-calcified vein in the left forearm. After crossing a non-bsc guide wire to the lesion, a 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's and dilatation was completed with another of the same device at 14 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was good.